Manufacturer narrative:
Insulin pump received with no esc button response due to corroded keypad traces. No button error alarm noted. Insulin pump was received with minor scratches on display window, cracked case at dispaly window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported several button error alarms on her insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.